Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in a 33-year-old female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included anxiety and kidney stones. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included migraine with iodine. Concurrent conditions included vulvovaginal pain, vulvovaginal human papilloma virus infection, fatigue, cervicitis and uterine cervical metaplasia. Concomitant products included escitalopram oxalate (lexapro) for anxiety as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced urinary tract infection ("uti"), 16 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced mass ("vulvar lump"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and bladder disorder ("bladder probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with doxycycline, ketorolac tromethamine (toradol), loratadine (lortab), metronidazole (flagyl), ondansetron (zofran) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia and fatigue had resolved and the genital haemorrhage, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, vaginal discharge, mass, vaginal infection, abdominal pain, bladder disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, mass, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of coils on each side: right- 4, left- 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vulvar lump lot number:699884 manufacture date: 2009/12 expiration date:2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in a (B)(6) year old female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included anxiety and kidney stones. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included migraine with iodine. Concurrent conditions included vulvovaginal pain, vulvovaginal human papilloma virus infection, fatigue, cervicitis and uterine cervical metaplasia. Concomitant products included escitalopram oxalate (lexapro) for anxiety as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced urinary tract infection ("uti"), 16 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced mass ("vulvar lump"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and bladder disorder ("bladder probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with doxycycline, ketorolac tromethamine (toradol), loratadine (lortab), metronidazole (flagyl), ondansetron (zofran) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia and fatigue had resolved and the genital haemorrhage, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, vaginal discharge, mass, vaginal infection, abdominal pain, bladder disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, mass, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of coils on each side: right- 4, left- 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vulvar lump. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical records were received. Event injury was updated to events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, vulvar lump, vaginal infection, abdominal pain, gen. Abnormal bleed, bladder probs, hormonal changes, the plaintiff did not undergo this test. Lot number, medical history, concurrent condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.